Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause is attributed the drainage catheter implanted within the biliary system. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that post-biliary drainage catheter implant, the drainage catheter tip detached within the patient after 20 days. The hospital is currently planning the surgical extraction of the detached drainage catheter tip from the patient.